Manufacturer narrative:
See device manufacture date for manufacture date, which was not provided in the initial report.

Manufacturer narrative:
Patient/family was the initial reporter. The manufacture date could not be determined.

Event description:
A (B)(6) customer stated his blood glucose readings from (B)(6), which was the first day he used the meter, were not stored in the memory of the contour plus. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to him.